Event description:
It was reported that the right atrial lead dislodged shortly after implant. During a system upgrade, the lead was repositioned and is still in use. It was additionally reported that the right ventricular defib lead required a high threshold to meet an acceptable safety margin. This lead remains in use, however a high voltage superior vena cava/coronary sinus coil was also implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.